Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken and the ipg was buried deeper in the pocket due to discomfort. The patient has lost weight. The issue was resolved by surgery.